Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. For device 1 and 3 no visual abnormalities were noted. For device 3, the device was received with the handles broken. For devices 1 and 2, a pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Functional testing was precluded for device 3 due to the observed damage. Visual and functional testing of the returned sample confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the broken handle of device 3. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. For device 1 and 3 no visual abnormalities were noted. For device 3, the device was received with the handles broken. The jaw gap was measured and the instrument met specification. For device 1 and 2 a pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Functional testing was precluded for device 3 due to the observed damage. Visual and functional testing of the returned sample confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the broken handle of device 3. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The complaint data did not display an increased trend. Should new information become available, the file will be re-opened. (B)(4).

Event description:
According to the reporter: the needle would break off and have to be retrieved in the abdomen. The handle would stick. And the needle would not transfer between jaws. The needle did fall into the patients cavity but was retrieved. No adverse events reported.